Event description:
It was reported that the patient experienced Infusion Flow Block Alarm event on (b)(6) 2026. The patient was hospitalized on (b)(6) 2026 with the blood glucose level of 257 mg/dl and has shown symptoms of Weakness, Body aches, Dry mouth, Dehydration and the patient vomited 7 times. The patient was treated with Intra Venous Insulin.

Manufacturer narrative:
E1: Patient City: (b)(6).Patient Country: Colombia.E1: Name: (b)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.